Event description:
It was discovered during a readmittance into the hospital for postoperative ileus that an end-user's peristomal skin was reddened and described as having a 'burned appearance.' The end user reported that she had been changing wafer daily or more due to leaking under wafer. While hospitalized her peristomal skin was treated with hydrocortisone cream, leaving the skin open to air and no pouching. Currently, her peristomal has improved with redness under tape border, the remainder of peristomal skin was reported to be healing and intact.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).